Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07474, 2938836-2020-07476. It was reported that lead dislodgement was observed on right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. Ra and lv leads were retracted to the pocket, and rv lead was retracted to the right atrium. All leads were explanted. New ra and lv leads were implanted. The patient was stable.